Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on 8/17/2024 at 13:30 a pump error 35 alarm was triggered which caused the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Critical pump error (open book image) and pump error 35 alarms are confirmed due to moisture damage on the force sensor. The miscellaneous sensor error complaint is unknown due to the critical pump error (open book image) alarm. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported change sensor alert occurred and it was replaced before the expiration date. Customer blood glucose was unknown at the time of incident. The event involved product(s) mmt-1886. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1886 was requested and customer response was the device was returned for analysis.